Event description:
It was reported to gore that on (B)(6) 2024 a 30 mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo). On (B)(6) 2024, the patient reportedly presented with cerebrovascular accident (cva) and new onset atrial fibrillation. To treat these conditions, the patient reportedly underwent thrombolysis and anticoagulant therapy at his local hospital but still had been having difficulties swallowing. A 72 hour echocardiogram in november showed controlled atrial flutter and follow-up cardioversion had been considered. Also, the patient reportedly had been experiencing bouts of palpitations post pfo closure but had not sought medical advice until follow-up stroke presentation. Gore followed up on this patient but no additional information was received.

Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. B5, describe event or problem: updated content. D4: updated section. H4: updated. H6, health effect - impact code: replaced code f24 with code f2303. H6, investigation findings: code c19 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The device remains implanted. An evaluation of the device was therefore not performed. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: thrombosis or thromboembolic event resulting in clinical sequelae, stroke, new arrhythmia requiring treatment.

Event description:
It was reported to gore that on (B)(6) 2024 a 30 mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo). On (B)(6) 2024, the patient reportedly presented with cerebrovascular accident (cva) and new onset atrial fibrillation.

Manufacturer narrative:
Gore has requested additional information on this incident. Further investigation is being conducted and will be included in the final report. H3, other (code unspecified): the device remains implanted. Therefore, an investigation on the device cannot be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.